Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the lv1/distal conductor was fractured in-vivo in the anchoring sleeve area. The outer insulation was ruptured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the hospital due to an alert. It was determined that the right ventricular (rv) lead exhibited high impedance and possible insulation damage. During the replacement procedure, an rv lead fracture was confirmed and the lead appeared partially frayed. Significant difficulty was encountered in attempts to retract the helix of the lead, therefore direct traction was applied resulting in complete deformation of the helix. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.